Event description:
It was reported that the patient presented to the office where the generator was interrogated and a high impedance warning message was observed. It was noted that the patient experienced an increase in seizures. The settings of the generator were adjusted during the office visit. The patient was referred for a lead and generator replacement. However surgery is not known to have occurred to date.

Event description:
The patient underwent a lead and generator replacement. The explanted lead and generator were left at the explanting facility and have not been received to date.